Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was unable to get into MRI mode due to high impedances. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the patient's lead was fractured. The fracture was confirmed during the surgery. The patient spun the battery in the pocket causing the lead to fracture and the battery to be loose in the pocket. Additionally, it was reported that the patient's ipg reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead and ipg were explanted and replaced to address the issue. Effective therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.